Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal, frequency and duration were not reported) and fortum injection (500mg, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was discharged six days after hospital admission. On an unknown date, antibiotic was discontinued. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis twice a week. The patient was not recovered from the peritonitis event. On an unknown date, the patient experienced cardiac arrest and subsequently passed away. The cause of death was reported as cardiac arrest. Should additional relevant information become available, a supplemental report will be submitted.